Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 21 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that a nasogastric (ng) tube was inserted into an infant patient diagnosed with food intolerance and gastro-oesophageal reflux. The tube was inserted to 20cm and placement was confirmed via acidic aspirate. Overnight the tube advanced by 2cm, three times. An x-ray on (B)(6) 2020 confirmed that the tube had broken in the patient's stomach. Patient has family history pyloric stenosis. This was confirmed in the patient via ultrasound. Broken piece was retrieved at the time of the pyloromyotomy via small gastrostomy. Per additional information received 11 feb 2020, the patient had been scheduled to have a pyloromyotomy anyway, and an additional small procedure (gastrostomy) was performed to remove the broken piece of ng tube. The patient has since fully recovered from the operation.